Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unable to verify motion sensor test failure alarms due to motor error alarms. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 227 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The insulin pump also alarmed another error during the rewind process. Even though the device was going to be replaced, the customer still waned to perform troubleshooting for this error alarm. But, since the insulin pump was stuck in the rewind loop the troubleshooting could not be performed. The discontinuation of the device was advised. Nothing further was reported.